Event description:
A patient reported experiencing inaccurate erratic results with an otu meter. The patient's blood glucose results were 45 mg/dl, 400 mg/dl. Tests were done within < 10 minutes with a difference of 141%. Patient did not experience any adverse events. No further information has been reported. Note: there were 5 other results that were documented. They are 53 mg/dl, 52 mg/dl, 430 mg/dl, 437 mg/dl, 418 mg/dl = 60%.